Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (will not charge) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted q1 (current-controlling transistor), a shorted u13 (cmos flash microcontroller), and a shorted y1 (10 mhz smd crystal) on the bedside pca. The damage to the components was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.